Manufacturer narrative:
Findings: pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Motor position encoder error unknown due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error. The patient's blood glucose at the time of incident was 149 mg/dl. During troubleshooting, it was confirmed that the drive support cap appeared normal. There was no exposure to high magnetic fields either. However, the customer was advised to discontinue usage of their insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.